Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery, incarcerated abdominal incisional hernia repair surgery and removal adhesions of small bowel on (B)(6) 2015 during which the surgeon noted the small bowel extruding through the defect. A small piece of mesh was adhered to the border of the mesentery and the small bowel. It was reported that the patient experienced severe pain, nausea, chills, inflammation, infection, loss of appetite, stress and anxiety. No additional information was provided.